Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding a patient with an implantable neurostimulator (ins). It was reported that a power on reset (por) message was seen on the patient controller. The rep cleared the message with their tablet and verified the device date and time were accurate. The issue was resolved. No symptoms or further complications were reported.